Manufacturer narrative:
Engineering evaluation: the events of swelling, purulent discharge, pain, skin disorder, induration and hypersensitivity at the implant site were considered expected. The events of alpha haemolytic streptococcal infection and dacryostenosis were considered unexpected. Contributory factors to dacryostenosis could be swelling and/or the accumulation of pus. No remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch, 14455. The batch is manufactured and released according to galderma uppsala quality management system pharmacovigilance comments: the unexpected events of dacryostenosis and alpha haemolytic streptococcal infection were considered to be serious due to the need for multiple interventions, and possibly related to the dermal filler treatment. The expected events of swelling, purulent discharge, pain, skin disorder, induration and hypersensitivity were considered to be non-serious and likely related to the treatment and incision and drainage procedure. Potential contributory factors to dacryostenosis could be swelling, conversely the dacryostenosis might have contributed to further swelling and purulence. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. The case was upgraded to serious due to the follow-up information received on 27-feb-2017. Distribution comments: the case report fulfills the criteria for regulatory reporting.

Event description:
Additional information for case reference number (B)(4) was received on 13-apr-2017 from a nurse. On (B)(6) 2017 at 8 pm, the patient visited a clinic. The pus pocket was drained and a new bacterial test was taken. The pus was mixed with blood. A new antibiotic treatment was initiated considering possible biofilm infection. The patient was prescribed ciprofloxacin [ciprofloxacin] 500 mg x 2 and azitromax (azithromycin) [azithromycin] 500 mg, 1 tablet 3 days per week for 20 days. On (B)(6) 2017 at 10 am, the patient returned to the clinic. Improvement was observed. No interventions were performed at the visit. At the time of the report the outcome for all the adverse events was recovering/resolving.

Manufacturer narrative:
Engineering evaluation: the events of swelling, purulent discharge, pain, skin disorder, induration and hypersensitivity at the implant site were considered expected. The events of alpha haemolytic streptococcal infection and dacryostenosis were considered unexpected. Contributory factors to dacryostenosis could be swelling and/or the accumulation of pus. No remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch, 14455. The batch is manufactured and released according to (B)(4) quality management system. Pharmacovigilance comments: the unexpected events of dacryostenosis and alpha haemolytic streptococcal infection were considered to be serious due to the need for multiple interventions, and possibly related to the dermal filler treatment. The expected events of swelling, purulent discharge, pain, skin disorder, induration and hypersensitivity were considered to be non-serious and likely related to the treatment and incision and drainage procedure. Potential contributory factors to dacryostenosis could be swelling, conversely the dacryostenosis might have contributed to further swelling and purulence. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. The case was upgraded to serious due to the follow-up information received on 27-feb-2017. Distribution comments: the case report fulfills the criteria for regulatory reporting.

Event description:
Additional information for case reference number (B)(4) was received on 14-mar-2017 and 30-mar-2017, by a nurse. The reporting nurse refers to a (B)(6) female patient. The patient is previously healthy and has no allergies. However, the patient is a smoker and smokes approximately 10 a day. No information was provided about previous filler treatments. On (B)(6) 2016, the patient received treatment with 0.8 ml restylane lidocaine (lot 14455) to tear troughs (0.4 ml on each) with pixl cannula gauge 25 and unknown injection technique and 0.2 ml to the corners of the mouth. The left side was treated first and thereafter the right using the same pixl cannula. The treated area was washed with clorhexidine 1% prior to the treatment. On (B)(6) 2017, the nurse received pictures from the patient and the swelling had went down and it looked better. On (B)(6) 2017, it was reported that there was no swelling and it was completely fine again. On (B)(6) 2017, the patient stated to the nurse via phone that the swelling under the right eye had disappeared completely at first but returned on (B)(6) 2017. Therefore, the patient had been to the ER on (B)(6) 2017, where the physician suspected allergic reaction(hypersensitivity) and prescribed allergy medicine [allergy medication], anti-inflammatory [antiinflammatory agents], prednisolone [prednisolone] and eye drops in (B)(6) 2017. On (B)(6) 2017, the patient went to the ER again where the physician suspected infection and treated with diclosil [dicloxacillin sodium monohydrate] 500 mg x 4 was initiated. On (B)(6) 2017 the patient's condition worsened and she returned to the ER where an ultrasound was performed. It was reported that the patient had a lot of pus under the skin(purulent discharge), which was incised and drained. The patient was diagnosed with a blocked tear duct(dacryostenosis acquired), which she obtained on the (B)(6) 2017. The reporting nurse contacted the patient on (B)(6) 2017 and the patient reported that she had an open wound below the right eye (due to the incision). On (B)(6) 2017, the patient was improving but the swelling under the right eye returned. A visit was made to the hospital where the wound was washed and a new drain was added to be kept 1-2 days. The patient was also prescribed kloramfenikol [chloramphenicol] 10 mg/ml ointment that shall be applied daily, and was instructed how to clean and rinse the wound daily. No crp or bacterial test were taken since the patient had a wound-ointment in the area. Later on, the reporting nurse injected the patient with 150 iu (diluted to 1 ml) hylase [hyaluronidase] in the right tear through. The area medially to the drain was hard(implant site induration). The patient improved. On (B)(6) 2017, the adverse events worsened again and the patient was injected with 1 ml hylase once again in the right tear through area. On (B)(6) 2017, the patient's family doctor took a crp which was below 5. On (B)(6) 2017 at the hospital, the patient's blood tests were fine and crp was negative. More pus did come out and a new drain was added. Dalacin treatment was discontinued and no new treatment was initiated. On (B)(6) 2017, the patient returned and the drain was removed. Bacterial test was collected from the wound and sent for culturing. On (B)(6) 2017, the patient had become much more swollen under the eye and was prescribed dalacin 300 mg x 3 that was started immediately. On (B)(6) 2017 the patient was injected with additional 2 ml hylase in the tear through area. On (B)(6) 2017, no improvement was seen after the hylase treatment. The patient reported it feels like the tissue is stretching(skin disorder) even more and that it hurts a lot /sore(implant site pain) and the area was hard. The patient had tramadol [tramadol] capsules, which she was ordered to take. The patient had lately used ibux [ibuprofen], which she was not supposed to take. On (B)(6) 2017, the patient went to another physician whom took three bacterial tests and injected additional 2 ampoules hylase, which was extremely painful. A drain was added again and dalacin 300 mg x 4 was prescribed. The patient also received painkillers [pain relief] and was told to lie in an upright position for the coming days. The following days the patient's condition improved (little pain and swelling went down). On (B)(6) 2017, the patient was more swollen under the right eye but had no pain. On (B)(6) 2017, the swelling became somewhat better again but still had pain under the eye. On (B)(6) 2017 at the clinic in oslo, the bacterial test was positive but the patient was better now. Streptococcus alfa hemolytic detected in culture(alpha haemolytic streptococcal infection) which are sensitive for apocillin and resistant to dalacin. The patient changed to apocillin (phenoxymethylpenicillin) [phenoxymethylpenicillin potassium] and a drain is added. The patient started to improve and an additional hylase treatment was discussed. On (B)(6) 2017, the patient was still very hard under the wound and much more swollen below the right eye. On (B)(6) 2017, the nurse reported the patient was recovering. At the time of the report the outcome for all the adverse events was recovering/resolving.

Manufacturer narrative:
Engineering evaluation: the events of swelling, purulent discharge and pain at the implant site were considered expected. The events of dacryostenosis and skin disorder at the implant site were considered unexpected. Contributory factors to dacryostenosis could be swelling and/or the accumulation of pus. No corrective or preventive action is needed. Manufacturer narrative: the unexpected event of dacryostenosis and the expected event of purulent discharge at the implant site were considered to be serious due to the need for multiple interventions, and possibly related to the dermal filler treatment. The expected events of swelling, pain and skin disorder were considered to be non-serious and likely related to the treatment and incision and drainage procedure. Potential contributory factors to dacryostenosis could be swelling, conversely the dacryostenosis might have contributed to further swelling and purulence. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Pharmacovigilance comments: the unexpected event of dacryostenosis and the expected event of purulent discharge at the implant site were considered to be serious due to the need for multiple interventions, and possibly related to the dermal filler treatment. The expected events of swelling, pain and skin disorder were considered to be non-serious and likely related to the treatment and incision and drainage procedure. Potential contributory factors to dacryostenosis could be swelling, conversely the dacryostenosis might have contributed to further swelling and purulence. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. The case was upgraded to serious due to the follow-up information received on 27-feb-2017. Distribution comments: the case report fulfills the criteria for regulatory reporting.

Event description:
Case reference number no (B)(4) is a spontaneous report sent on 10-feb-2017, with follow up information received on 27-feb-2017, by a nurse via a sales representative. The reporting nurse refers to a female patient of unknown age. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2016, the patient received treatment with 1ml restylane lidocaine (lot unknown) to tear trough with unknown needle and technique. Twenty four (24) days later, on (B)(6) 2017, the patient called the nurse and reported she experienced swelling (implant site swelling) below her right eye. The patient wanted to wait and see if it would go down. During the next two days, the swelling went down and it looked better. On (B)(6) 2017, the patient stated to the nurse via phone that the swelling under the right eye had disappeared completely at first but returned on (B)(6) 2017. The patient visited a physician and was prescribed allergy medicine [allergy medication] and anti-inflammatory [antiinflammatory agents] in (B)(6) 2017. On (B)(6) 2017, the nurse asked the patient about her current condition but no clear answer was received. A new meeting was scheduled on (B)(6) 2017. On (B)(6) 2016, the patient did not visit the clinic. The nurse contacted the patient via text message, who stated she had been at the hospital and that there was a lot of pus under the skin (purulent discharge). They had to make a cut in her skin under her eye and drain the pus. The drainage was removed on (B)(6) 2017. It was also reported that the patient had a blocked tear duct (dacryostenosis acquired). The nurse spoke with the patient in the afternoon on (B)(6) 2017. The patient had now an open wound below the right eye. On (B)(6) 2017, the patient phoned the nurse reporting that she started to get swollen under the right eye again. The patient had an appointment at the hospital later on the same day. The nurse contacted the patient after the hospital visit. The physician had rinsed and washed the wound and added a new drain. The patient decided how long she wanted to keep the drain, which was 1-2 days. At the hospital, they did not take crp and nor did they collect a bacterial test. The physician argued that there was no purpose to take a bacterial test as long as the patient had wound-ointment in the area. After the appointment at the hospital, the patient visited the nurse at the clinic. The nurse injected in total 150 iu diluted to 1ml, hylase [hyaluronidase] on (B)(6) 2017. The area medially to the drain was hard. The patient received dalacin [clindamycin] capsules 150 mg x 4 prescribed from the hospital. She will take the medicines for at least 5 days. The recommended duration of treatment was 10 days. She was also prescribed kloramfenikol [chloramphenicol] 10 mg/ml ointment that shall be applied daily. The patient had also been instructed in how she should clean and rinse the wound daily. On 27-feb-2017, it was reported that the patient had been in and out of the hospital several times without improvement. The hospital drained the tear trough for fluid at every visit. The nurse had given a lot of hylase after recommendation from the medical advisor. This was the third week and the patient was still on antibiotics. The patient reported it feels like the tissue is stretching (skin disorder) even more and that it hurts a lot (implant site pain). According to the nurse, the patient has tramadol [tramadol] capsules, which the nurse had asked her to take. The nurse also told the patient to not take ibux [ibuprofen], which she has used lately. A local medical advisor from (B)(6) has planned to meet the patient on (B)(6) 2017. Outcome at the time of the report: the adverse events were not recovered/not resolved. The case was upgraded to serious due to the follow-up information received on 27-feb-2017.